Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:1627487-2020-03600. It was reported that the patient experienced occipital headache after implant. The physician expressed concern of a possible cerebrospinal fluid (csf) leak. No confirmed csf leak or visible clear drainage was reported. Reportedly, the headache was resolved on its own and the patient had effective therapy.